Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor color on the image and faulty charged couple device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor color on the image due to faulty charged couple device. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had broken and only see ½ the field. The issue found during reprocessing. There were no reports of patient involvement.